Event description:
Evaluation summary: the stent graft was still loaded in place. The sheath was straight and free of any kinks. In general, the device was unremarkable. The positioning difficulties complaint was determined to be due to the vessel excessively tortuous morphology. There was no kink on the sheath of the device.

Event description:
A valiant stent graft delivery system was inserted into a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. Vessel morphology was reported as excessive tortuosity with little calcification. It was reported that the device was unable to move to the aortic arch and kinked slightly. The case was completed by removing the delivery system and the physician performed open surgery. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (access failure, kink, conversion to surgical repair). (Excessively tortuous aortic arch). Conclusion: (excessively tortuous aortic arch).